Manufacturer narrative:
It was reported that the patient was asymptomatic, but osteolysis was observed on imaging during a routine follow-up done by the nsi group. The doctor performed c5/6-c6/7 subtotal vertebrectomy. Radiographic images were not provided for review. Microbiology/pathology reports and results were also not provided. The device was not returned and therefore examination of the explant could not be completed. With the information provided, it is not possible to determine the cause of the reported failure for this product experience. Should additional information be provided, the pe will be reopened and the investigation amended. Without a serial number, a review of the lhrs cannot be completed. Rmf 0003 rev 38 line 12.73.4. - resorption or osteolysis, without infection/infected abscess/infected cyst, leading to surgical intervention with explantation. Rmf 0003 rev 38 line 12.75 - device explanted.

Event description:
It was reported disc at 5/6 had sign of rupture but it's difficult to tell what the state of the disc was in in-situ as surgeon causes further damage to the disc to get it out. Patient asymptomatic but osteolysis picked up on routine follow up imaging the nsi group all do here now. C5/6 and c6/7 foreign body osteolysis. Doctor performed c5/6-c6/7 subtotal vertebrectomy and r/o m6-c (x2). Redo c5/6 and c6/7 decompression iliac crest graft reconstruction. C5/6-c6/7 fixation. Per op report: both implants mobile and explanted. Rph histology multiple samples of tissue from osteolysis cyst.

Event description:
It was reported disc at 5/6 had sign of rupture but it's difficult to tell what the state of the disc was in in-situ as surgeon causes further damage to the disc to get it out. Patient asymptomatic but osteolysis picked up on routine follow up imaging the nsi group all do here now. C5/6 and c6/7 foreign body osteolysis. Doctor performed c5/6-c6/7 subtotal vertebrectomy and r/o m6-c (x2). Redo c5/6 and c6/7 decompression iliac crest graft reconstruction. C5/6-c6/7 fixation. Per op report: both implants mobile and explanted. Rph histology multiple samples of tissue from osteolysis cyst.

Manufacturer narrative:
Product has not been returned for investigation. Without product identifiers it is not possible to perform a review of lot history records. Rmf 0003 rev 38 line 12.73.4. - resorption or osteolysis, without infection/infected abscess/infected cyst, leading to surgical intervention with explantation. Rmf 0003 rev 38 line 12.75 - device explanted.